Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 28 mmol/l; cause was unknown. Customer administered a bolus and manual injection, and was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.